Event description:
It was reported that this pacemaker had exhibited a lead safety switch (lss) high out of range right ventricular (rv) lead impedance measurements of 2015 ohms and myopotential noise. In addition, brady pacing not delivered when required with more than two seconds of asystole. Physiologic causes are suspected. This pacemaker remains in service. The rv lead is a non boston scientific product. No additional adverse patient effects were reported.